Manufacturer narrative:
DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. There was no ncr, non-conforming report, in the DHR record. It was noted that a quality excursion report was written for this lot regarding unscheduled maintenance. The fiber optic wand was replaced with a new wand and verified to meet specification. This was done because adhesive was not fully curing on 1st uv station, which could result in a leak during use causing the balloon to deflate. Light intensity was subsequently verified to meet specification; 100% of product met a pre and post excursion leak test. I attempted to contact the nurse who reported this incident numerous times by e-mail and telephone with no responses from the complaintee. The one time I spoke with her attempting to have her complete a user survey for the vcare device she agreed to complete the survey that had been e-mailed to her after it was explained that the survey would supply conmed with vital information regarding the investigation of this incident. I have not received the survey to date despite numerous communications with the complaintee. Per my phone conversation with ms. (B)(6), she informed me that this was a one time incident and has not repeated itself since reported and she did not understand why it had to be investigated. A 24-month review of the customer complaint history for the vcare product family showed 53 previous complaints where the cervical cone and/or uterine balloon were reported detached. Of these, 25 were confirmed, 22 inconclusive (device not returned), 6 no investigation. A customer complaint was received reporting that when the vcare device was retracted, it fell into 7 pieces. All pieces were retrieved. The complaint device was not available for evaluation as it was discarded by the end-user. . The specific failure mode and associated root cause cannot be determined without examination of the actual device. If the device is returned in the future, this complaint investigation may be reopened and further investigation performed. It is likely that the cervical cone, vaginal cone, and uterine balloon had detached. It can only be speculated what other components had detached. The specific cause of the detachment of components was undetermined. The possible cause is application of force which exceeded the cervical cone/uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, partially detaching the uterine balloon from the device. User technique may have been a contributing factor. Breaking the suction between the cervical cone and the cervix, and retracting the vaginal cone in the vaginal cavity, may allow easier removal of the device. The risk associated with this complaint is mitigated in current dfu, directions for use, which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing or component defect; therefore, corrective action is not warranted at the present time. Conmed is considering this complaint closed.

Manufacturer narrative:
This is an FDA reportable incident due to sentinel event reported on medwatch 1320894-2011-00062. The device in question was discarded by the end-user the day of surgery; therefore, an evaluation of the suspect device cannot be conducted. When a quality engineering evaluation is completed a supplemental report will be filed. Device discarded by end-user

Event description:
It was reported, " when the vcare was being retracted it fell into seven (7) pieces, all were retrieved". Procedure: laparoscopic total hysterectomy (lavh). Vcare device was discarded by end-user.